Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "textured" and "other adverse events" along with capsular contracture baker grade unknown against left device. The device remains implanted.

Event description:
Healthcare professional, additionally reported, "capsular contraction, baker grade iii/IV". The device has been explanted.